Event description:
The patient contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv), which occurred on the homechoice (hc) during use during dwell 1 of 4. The patient stated he did a manual exchange today and that the initial drain only lasted about a minute. The patient did not report any alarm and stated that he felt overfilled and bloated. The patient stated that he had been doing manual fill during the day for about two weeks. The baxter technical service representative (tsr) advised the patient to call their registered nurse (rn) and have the rn adjust the initial drain alarm if the patient was doing manual day fills. The tsr had the patient sit up for draining. The patient drained 4556ml. The tsr advised the patient to call the rn as soon as possible and let the rn know about the increased intra-peritoneal volume (iipv) and the missed therapy. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, with a total volume of 10000ml, a total time of 10:00 hours, a fill volume of 2500ml, a last fill volume of 0ml, four cycles, an initial drain alarm of 0ml, a comfort control setting of 36 degrees celsius, the last manual drain setting set to yes, and the ultrafiltration total set to 0ml with no alarm. There was patient involvement but there was no patient injury indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the registered nurse (rn), regarding the reported event. The rn stated she was aware that the patient had reported feeling overfilled and bloated, as well as having a drain volume of 4556ml. The rn stated there was no device malfunction and the problem was due to a use error by the patient. The rn stated the patient has been continuing therapy on the cycler successfully since then. The patient has not reported any other drain volume or other symptoms that meet increased intra-peritoneal volume (iipv) criteria. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. Additional manufacturer narrative: baxter received one actual concomitant homechoice automated pd set with cassette sample in reference to the reported iipv. The set was placed on the returned homechoice pro device for priming and it ran with no alarms. The set was then tested underwater with no leaks noted. No manufacturing abnormalities were noted during the visual inspection of the set. This report for an increased intra-peritoneal volume (iipv) was confirmed during the homechoice pro device evaluation. Based on the information gathered during baxter?s investigation the root cause of the report was an insufficient drain due to a false empty detect at initial drain. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4) . The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4) . Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect at the initial drain and the initial drain alarm volume was met.